Manufacturer narrative:
Please note that this event has already been reported under medwatch 2017233-2009-00289. However, upon review of the file, it was noted that this device was reported under the incorrect manufacturer report number. Therefore, this medwatch was created and submitted. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Other related device: pct231218/031042405 trunk-ipsilateral leg component. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2005, a procedure occurred to treat suspected type ii endoleaks. A sac coil embolization was performed. Another sac coil embolization was performed in 2005. In 2006, images revealed aneurysm enlargement with no indication of an endoleak. In 2007, a reintervention occurred whereby the gore excluder bifurcated endoprostheses were relined with gore excluder aaa endoprostheses. The pt tolerated the procedure. In 2008, the pt expired due to complications from metastatic lung cancer.